Event description:
Device malfunction: difficult retrieval of the accunet fiber basket with the recovery catheter 2. Time of malfunction: during the filter basket retrieval. Symptoms: none. It was reported that during a stent procedure of the right internal carotid artery, with heavy calcification and a disease segment length of 15 mm, the accunet recovery catheter 2 could not cross through the stent during the filter basket retrieval. The physician switched to the accunet recovery catheter 1, and the embolic protection filter basket was successfully captured and removed. The accunet recovery catheter 2 was discarded. There was no reported patient consequence and there is no additional information available. Study event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.